Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 79.7cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was selected for use. However, during advancing over the wire, the shaft broke outside the patient's body. The procedure was completed with another of same device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that shaft break occured. A 2.50mm x 12mm emerge balloon catheter was selected for use. However, during advancing over the wire, the shaft broke outside the patient's body. The procedure was completed with another of same device. No patient serious injury or adverse event were reported.